Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure completed with a 29mm valve an 18f manta was elected for closure. The vessel size was 7.5mm and no calcium was seen. The depth measurement was determined to be 3+1, there was difficulty inserting the depth locator, so the decision was made to dilate up. Act was 217 at 11:46 with protamine given at 12:06. After the procedure there was no issues switching from the tavr sheath to the manta sheath, the handle was inserted, and the device pulled back to the measured depth and deployed with yellow/green showing in the window. The device was then pulled back to show red in the window and tamper tube advanced, after 15-30 seconds tension was released, and heavy flow noted. The physician was then advised to pull to red again and re-advance the tamper tube for 45-60 seconds. Heavy bleeding was still observed, and manual pressure held while access was gained on the left side. The suture was cut from the manta device and it was determined the collagen had been deployed inside the vessel. A surgical cut down was performed and the manta device removed. Patient outcome was fine after the surgical repair. The IFU was reviewed and confirmed to state in step 5 do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. It is likely that the vessel was damaged when the device was pulled to red resulting in the collagen entering the vessel.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physicians were performing a tavr. For closure they decided that manta was the right choice. They gained access, measured using the depth locator and completed the procedure with a 29mm valve. The rfa (right femoral artery) had measurements of 7.5mm with no calcium on the images provided by clinical. It should be noted that after they gained access, they did have difficulty advancing the depth locator, so they did dilate up. After this they were able to measure and they got a measurement of 3+1 cm. After the procedure they removed a sheath and inserted the manta sheath and dilator with no issues. After that, physician removed the dilator and inserted the manta device with 2 audible clicks. The sheath hub was at patient's skin. Physician pulled the device to the pre-determined measurement of 4 (3+1) cm, activated the foot plate with the blue toggle and looked at the window for yellow/green. He then slid the blue advance tube down and pulled tension to red in the window. After 15-30 seconds he released tension and noticed heavy flow of blood. He was instructed to repeat the steps of pulling the device to red and tamp down with the blue tube but this time he was instructed to hold a longer period. After 45-60 seconds he again checked and noticed a heavy flow of blood. The tech then held pressure to stop the flow. A decision was made between physicians to gain access to the left side, go up and over and check to see what was causing the issue. The j-wire was removed, and the manta suture was cut. Once they had gained access on the left and did a shot of the right it was determined that the collagen and foot plate of the manta were inside the vessel. At this point the images were looked at by the vascular surgeon and it was determined that a surgical cut down was needed. The cut down was performed removing the foot plate and collagen from the vessel. He then repaired the rfa and flow was returned with no issues. Patient was fine with no issues.